Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided, a cause for the reported difficult or delayed positioning associated with leaflet grasping resulting in tissue injury and unintended movement associated with clip opened while locked could not be determined. The reported mr appears to be related to procedural conditions associated with clip opening while locked and tissue injury. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. A mitraclip xtw was successfully implanted on the antierior-2/posterior-2 (a2/p2) leaflets. Then a second mitraclip xtw was attempted to be placed but experienced difficulty grasping, after three grasping attempts the clip was inverted into the ventricle and an additional grasping attempt was made. It was then visualized that the posterior leaflet was perforated, likely resulting from multiple grasping attempts. The second mitraclip xtw was then implanted successfully posteriorly to the perforation. Post-deployment the clip opened to approximately 60 degrees. The clip remained stable on the leaflets and the procedure was discontinued. The final mr was grade 4. There were no clinically significant delay.